Event description:
While using a byte night aligner, patient is experiencing allergic reaction with the symptoms of itching all over her body while wearing the aligners. Doctor has advised not to wear aligners. Aligner treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.